Event description:
It was reported that when the programmer was powered on, a system error occurred and would not clear. It was further reported the hard drive crashed. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the system error and also found that system errors had occurred in the past. It was also noted that the lower case handle was broken.